Event description:
It was reported that a bd plastipak¿ syringe 10ml luer-lok¿ had scale marking error. The following was reported, "the syringe came with the scale blurred, rendering it unreadable."

Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer so it is not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe 10ml luer-lok¿ had scale marking error. The following was reported, "the syringe came with the scale blurred, rendering it unreadable."